Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the drive support cap was sticking out, and she pushed it back in, which caused to drop her blood glucose. The blood glucose reading at time of call was 180mg/dl. Advised to disconnect from the infusion set and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received protruded/loose drive support disk. The insulin pump received with no vibration during self test due to broken black wire on vibrator motor.